Event description:
Subsequently, after the initial was filed it was noted the 2.5x20 traveler balloon shaft bent and separated into two pieces. The separated portion was able to simply be withdrawn. It was also noted the 2.5x20mm trek balloon was removed fully deflated as it was noted to slowly deflate. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported bent/kink and separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported bent/kink or separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6 medical device problem codes 1069 and 2017 were removed and codes 1562, 2889 were added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional vascular devices referenced in b5 are filed under separate medwatch report numbers. H6: medical device problem code 2017- incorrect prep.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left circumflex artery. During the procedure it was noted that a 2.5x20mm trek balloon dilatation catheters (bdc) was inflated twice; however, completely failed to deflate. The device was able to be withdrawn. Another 2.5x20mm trek bdc shaft separated into separate pieces when attempting to advance; however, the separated portion was able to be simply withdrawn. A 2.5x20 traveler balloon dilatation catheter was also noted to be fractured at the shaft. It was noted that all three bdcs were not soaked prior to use. Another manufacture's balloon was used to complete the procedure. There were no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.